Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Abstract file unable to be attached due to extensive size. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer.

Event description:
This complaint is from a literature source. The following abstract was reviewed: "small balloon, single freeze, cryo isolation of the pulmonary veins is effective in treating paroxysmal atrial fibrillation, 18 months follow up data" authors: b. Keweloh, s. Siaplaouras, t. Willich, l. Bruch. It was reported that 25 patients pulmonary vein isolation in 25 consecutive patients with symptomatic paf in spite of treatment with blockers utilizing lasso catheters. Intervention was not reported. The abstract does not provide any further product details. All biosense webster devices that were used in this study: lasso catheter. Adverse events: 1 case of pericardial effusion (intervention not specified). 7 patients developed acute right phrenicus paresis during ablation which resolved (intervention not specified). Exact quantities of total patients involved are unknown as a patient may experience more than one adverse event.